Event description:
It was reported that the balloon raptured. The 99% stenosis target lesion was located in the modereately tortuous and moderately forearm shunt vessel. A 4.0mmx40mmx40cm sterling catheter was advanced for dilation. However, during 2 inflation at 14 atmosphere for 30 seconds, the balloon ruptured. The procedure was completed with a different device as different. There were no patient complications nor injuries were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The balloon is loosely folded. The hypotube, outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Microscopic examination of the device revealed that there is an 18mm longitudinal balloon tear starting 21mm from the proximal markerband. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Age at time of event: above 18 years and older.

Event description:
It was reported that the balloon ruptured. The 99% stenosis target lesion was located in the moderately tortuous and moderately forearm shunt vessel. A 4.0mmx40mmx40cm sterling catheter was advanced for dilation. However, during 2 inflation at 14 atmosphere for 30 seconds, the balloon ruptured. The procedure was completed with a different device as different. There were no patient complications nor injuries were reported.